Event description:
It was reported that high capture threshold and low sensing amplitude were observed. The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.